Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had surgery the day prior to the report and was very confused. It was indicated that they were had no direction on how to use the patient programmer, and felt like the therapy wasn't working. It was noted that the patient had not made any adjustments to the therapy yet. The patient mentioned that it might be helping their symptoms a little since they were not running to the bathroom as much, but didn't feel it was helping by 50% or greater. It was noted that the patient had not felt stimulation since getting the device. While troubleshooting, the patient stated that the stimulation was not turned on and showed program 4 at 0.0v. It was mentioned that the patient had four programs, but none were activated. The patient reported never receiving direction from the healthcare professional on when they can turn on stimulation and use a voiding diary. During the report, the patient could feel comfortable stimulation in the bike seat area at 3.5v on program 4. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was received from the patient and it was reported that the neurostimulator (ins) never worked since implant. The patient reported that she notified a manufacturer¿s representative (rep) and met for programming and was given 2 new programs (1 and 4, patient reported that programs 2 and 3 were never successful). The patient reported that she did have relief for about 3.5 weeks. The patient reported a gradual loss of therapy. The patient reported that she felt like she didn¿t have control, was wetting herself, was going through pads like they cost a penny and leaking. The patient reported that she tried programs 1 and 4, tried increasing stimulation and reported that if she increased to a certain level it became uncomfortable. The patient reported that it was like a burn/uncomfortable but then was able to turn stimulation back down to comfortable level. The patient reported that she would occasionally have a good day with her symptoms. There were no falls or traumas that could be related to this issue. There were no recent medical procedures or emi that could be related.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.